Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple intermittent cartridge change errors and incomplete cartridge change alerts occurred during the load sequence. The customer's blood glucose level was 300 mg/dl. The customer administered manual injections. Reportedly, the customer has humalog available as alternate insulin therapy.